Event description:
International customer reports that a patient underwent an unspecified vascular anastomotic procedure. The patient began to bleed and became hypoxic approximately one hour following the procedure and was returned for emergency surgery. The surgeon reports that the suture appeared broken. The surgeon opines that instrumentation damage to the suture occurred during surgery.

Manufacturer narrative:
Date sent to the FDA: 10/29/2009. Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: ujp619, mfg: 08/01/2006, exp: 07/31/2011. Lot: xjr174, mfg: 08/01/2007, exp: 07/31/2012. Lot: alb798, mfg: 10/01/2008, exp: 07/31/2013. Lot: aeb373, mfg: 05/01/2008, exp: 01/31/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.